Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. Visual analysis of the handheld was able to verify that the display was cracked. The cause for the cracked screen is associated with mishandling of the device. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the handheld device was unresponsive. Hard resets were performed but the issue did not resolve. The suspect handheld device has not been returned to date.

Manufacturer narrative:
.